Manufacturer narrative:
Corrected data: d1 corrected from mets distal femur to msstm-12x150. D4 catalog # corrected from unk_stm to b13346. Additional manufacturer narrative: reported event: an event regarding loosening involving a mets distal femur was reported. The event was not confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for a mets distal femoral replacement, the date of inserting is unknown. The surgeon reported a loosening of the distal femoral implant. The plain x-ray provided showed that the femoral stem is reasonably well fixed within the bone and there is no clear radiolucent line being observed. The femoral bone is in good condition and there is a significant amount of extra- cortical bone growing onto the ha collar. On the tibial side there is a clear radiolucent line along the stem between the cement mantle and the bone. Therefore, the radiographic observation cannot confirm the clinical symptoms of loosening femoral component." Product history review: review of the product history records indicate 24 devices were manufactured and accepted into final stock on 03feb2015 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding loosening. There have been no other events for the lot referenced. Conclusions: an event regarding loosening involving a mets distal femur was reported. The exact cause of the event could not be determined because patient history, follow up notes and the retrieved device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text: device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "loose stanmore dfr" additional notes indicate: longer cemented stem to fit off the shelf components (+5 cm). Update: revision surgery took place on (B)(6) 2019. "The tibial component was left in situ... ¿femoral implant loose at time of revision with cement well fixed to the stem. Presumed reasons for failure, failure at the bone/cement interface. All investigations so far negative for infection.¿

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "loose stanmore dfr" additional notes indicate: longer cemented stem to fit off the shelf components (+5 cm) required by date: (B)(6) 2019.